Event description:
It was reported the pt experienced an infection at the pump incision, the pt was treated with augmentin 875mg q12hrs po. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the rsmb staff.